Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: the complaints lab received two samples. The samples were visually inspected. Brown marks were found on the luer collar and barrel of both syringes. When inspected under a microscope it was found that the brown marks were imbedded in the plastic. Conclusion: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. UDI# (B)(4).

Event description:
It was reported that brown foreign matter was found on a 20 ml bd¿ syringe with bd luer-lok¿ prior to use. No injury or medical interventions were reported.